Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient wanted the device removed as it has not worked to control their bladder symptoms since implant. According to the patient "it keeps coming out and she gets no notification of when she has to go to the bathroom." Additionally, the patient indicated that they were having to wear 6-7 depends per day. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. Additional information was received. It was reported that the patient was having problems with her stimulator.